Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: towards end of infusion of docetaxel chemotherapy infusion, chemotherapy found to be leaking as evidenced by puddle on the floor. Infusion set inspected and fluid noted at smart site injection port (where chemo ad line connects to primary line). The connection appeared secure and could not see any visible cracks at the connection point. There was no remaining fluid in the chemo bag however the chamber was full. A section of air was noted where the infusion set inserts into the alaris pump, it is not clear how air was drawn into the infusion set, given that the chamber had not been run dry.

Manufacturer narrative:
No 11426965-04 sample was available for investigation. The customer reported that the affected sample was from lot 25065209 and that "towards end of infusion of docetaxel chemotherapy infusion, chemotherapy found to be leaking as evidenced by puddle on the floor. Infusion set inspected and fluid noted at smart site injection port (where chemo ad line connects to primary line). The connection appeared secure and could not see any visible cracks at the connection point. There was no remaining fluid in the chemo bag however the chamber was full. A section of air was noted where the infusion set inserts into the alaris pump, it is not clear how air was drawn into the infusion set, given that the chamber had not been run dry". As part of the investigation, the customer provided photographs of the affected sample. Analysis of the photographs was unable to determine the cause of the customer's experience as no obvious manufacturing defects or leakage were visible. The details of this feedback were forwarded to the manufacturing site for investigation. The cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 25065209 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 11426965-04 product.

Event description:
No additional information.